Manufacturer narrative:
Other text: b3: date of event is unknown, no information has been provided to date. D3, g1,2 email is: regulatory.responses@icumed.com. Device evaluation: one device was returned for investigation. Visual inspection found a cracked tank cover. Corroded drain fitting. Bent prongs on the line cord. Worn plate clip. Outdated printed circuit board (pcb) and power switch. Functional testing found the water level alarm went off as soon as the device was powered on; confirming the customer complaint. Root cause was attributed to a faulty float switch. What caused this condition could not be determined. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. No action taken due to the condition of the device. It is deemed beyond economical repair and will be scrapped.

Event description:
It was reported that the low water level alarm goes off at power up when the water is full. Patient involvement is unknown.